Manufacturer narrative:
Vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while the ventilator was in use with a patient, it had alarmed and was hot to the touch, then shut off. There was no patient harm associated with this event, the ventilator was shut off to cool off.

Manufacturer narrative:
Results of investigation: per information received from the customer, this ventilator was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. It was discovered that the internal fan stopped working which caused the high heat. The internal fan was replaced to address the reported issue.